Event description:
It was reported that when using the bd pyxis¿ anesthesia station es ane-np-MRI biometric identifier was not functioning, with the indicator light remained on continuously. The customer confirmed that the machine was rebooted, however the issue persists with no improvement. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was staying on and lit blue. A field service engineer powered down the station and disconnected the battery, reseated the biometric identifier universal serial bus (usb) cable. Verified biometric identifier functionality, customer was able to log in using biometric identifier. Unable to log in to hardware test application (hta) to perform further testing. The system functioned as intended after the field service engineer repaired the device.